Manufacturer narrative:
Pump received with the operating currents within specification and passed the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarms noted. Pump was monitored for five days. No unexpected battery out limit alarms or pump going into suspend mode occurred during monitor period. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 525mg/dl and diabetic ketoacidosis. The customer had symptoms such as an abscess. Customer did not feel comfortable with the pump and wanted to document the incident only. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.